Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Device had cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window, stained end cap sticker and stripped battery cap coin slot. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 195 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.